Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The lead was returned, analyzed, and analysis results revealed no anomalies found.